Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the motor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the pump exhibited a red screen and 45630 alarm. Troubleshooting was performed and the pump continued to alarm. No patient injury was reported.